Event description:
Ous MDR - boston scientific received information that during a routine follow up one day post implant procedure intermittent loss of capture was noted on the right ventricular channel with asystole for an unknown duration, and it was noted the patient was symptomatic. An increase in pacing thresholds and an allegation of a lead dislodgment was noted. The device was reprogrammed and a repositioning procedure of this right ventricular lead was scheduled. Subsequently, a successful repositioning procedure took place with no further complications. No adverse patient effects were reported, and this right ventricular lead remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.